Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose level was unknown. Customer¿s mom will call back once her son is with her. The device will be returned for analysis.